Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and incorrectly displayed which led to an unexpected pump shutdown. Additionally, it was reported that the pump time was inaccurate. Customer's blood glucose level ranged between 163-260 mg/dl. Reportedly, the customer charge the pump and successfully resumed insulin delivery.